Event description:
The adult manual resuscitator was obtained for use but did not function correctly; the air was expelled out the "bottom" of the resuscitator. Another resuscitator was obtained and there was no pt compromise.